Event description:
Description of event according to complainant: the pt presented for ivc filter removal. The device was placed at an outside hosp and reportedly, one failed removal attempt was made at that facility. Because the device was placed at another facility, because the device was placed at another facility, the exact identity or lot number is unk. Prior to removal attempt, spot film imaging of the filter showed that the fractured/ missing filter arm was in the right lung base. The filter was successfully removed intact except for the previously noted fractured and embolized filter arm. The physician discussed the risks and benefits of retrieval of the remaining fragment with the pt. The pt declined to have removal attempt performed. Pt outcome: the fractured leg of the filter remains in the pt.

Manufacturer narrative:
(B)(4. The investigation is in progress.